Manufacturer narrative:
(B)(4). Lot number ; UDI; device manufacture date device1-2101534419 ; (B)(4) ; 03 march, 2021. Device2-2101559480 ; (B)(4) ; 18 march, 2021. Device3-2101532691 ; (B)(4) ; 02 march, 2021. Device4- not provided. The opt944 interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow adult nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of four opt944 optiflow adult nasal cannulas tore during use on covid-19 patients. It was further reported that the patients desaturated and the subject cannulas were replaced. No further patient consequence was reported. Further information regarding the reported incidents was requested, however no response was provided. Conclusion: without the return of the complaint devices ,we are unable to determine the cause of the reported event. It was noted that the cannulas were used on covid-19 patients. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow adult nasal cannula include the following steps: "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, of four incidents where the tubing of the opt944 optiflow adult nasal cannulas tore during use on covid-19 patients. It was further reported that the patients desaturated and the subject cannulas were replaced. No further patient consequence was reported. Further information regarding the reported incidents was requested, however no response was provided.